Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested using automate testing equipment, and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.